Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose level was not impacted. Reportedly, the customer declined further troubleshooting. No additional event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.